Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered insulin late in response to a postprandial glucose rise overnight, resulting in prolonged hypoglycemia that the user perceived as potentially dangerous. Symptoms included dizziness, blurred vision, difficulty focusing, anxiety, and fear. Outcomes included low glucose readings for approximately two hours despite ingestion of carbohydrates, with low and urgent low alerts received and no need for external assistance or hospitalization. Investigation included complaint intake, user interview with a low glucose questionnaire, and troubleshooting and education. Investigation of this case revealed an unclear cause of hypoglycemia with no specific device component identified and no reproducible malfunction found. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.